Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had recurring power errors and a low battery alert. Caller stated that they had already received and installed a new battery cap. Blood glucose level at the time of the incident was 292 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.